Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's system was autoreducing due to high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issue. Patient lost effective therapy as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:8830818.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the entire system was explanted to address the issue.